Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s implantable neurostimulator (ins) battery depleted more quickly and they had to charge it more often. The patient had not been recently reprogrammed or switched to a new group, they didn't have a need to increase parameters, it was unknown if the patient had previous discharged/overdischarged events, and the patient charges their ins to 100% full. In the end, the patient was redirected to their healthcare professional (hcp) for a device check and to bring their ins recharger so a manufacturer representative (rep) could check recharge statistics. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.